Manufacturer narrative:
Retainer ring=black device was returned for pump error 43 and pump error 41 alarms found on (B)(6) 2021. Allegation to high bgs noted. Device's history and trace files downloaded successfully using thump software. Device passed displacement test, self test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No pump error 43 or pump error 41 alarms noted during testing. However, pump error 43 confirmed in the pump history/trace files on (B)(6) 2021 at 5:09pm and pump error 41 confirmed in the pump history/trace files on (B)(6) 2021 at 5:09pm. During visual inspection, no loose or disconnected motor flex connector noted on j5 at pcba1. Device was cut open to perform visual inspection and found corrosion damage on the motor. The motor was tested outside of the device and passed. Test p-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case and cracked keypad overlay. Pump error 43 and pump error 41 confirmed in the pump history files on (B)(6) 2021 at 5:09pm due to corroded motor home switch. Unable to verify customer alleged for high bgs. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by customer that they experienced high blood glucose. Blood glucose level at the time of the incident was 29 mmol/l. Customer also reported that insulin pump had multiple error alarms. Customer was able to clear the alarms and rewind the insulin pump. Customer stated that site was kept falling off. It was unknown that customer was using insulin pump or not within 48 hours of high blood glucose incident. It was unknown that auto mode feature was active or not at the time of incident. The insulin pump will be returned for analysis.